Manufacturer narrative:
Correction: e1.

Event description:
It was reported that the patient presented for the generator change procedure. During the procedure, the atrial lead failed to be remove from the pacemaker header as the set screw was stripped. The pacemaker was explanted and replaced, and the atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.